Event description:
National complaint coordinator (ncc) for int'l affiliate reported an alleged overinfusion observed on an infusor device during patient infusion via epidural injection. The device was filled with 50ml of ropivacaine hydrochloride, 1ml of droperidol, and 0.6ml of morphine hydrochloride. The diluent used was unknown. The total fill volume was 51.6ml. The patient access site was a needle connection. The location of the access site was unknown. The customer reported that 35.6ml of the drug infused into the patient without problem, leaving 16ml of the drug in the device. However, 16ml infused in 2 hours, instead of the expected 8 hours. The position of the infusor with respect to the flow restrictor was not known. It was not known whether or not the device was exposed to a heat source. The device was not used prior to the incident. A 2ml patient control module, with lot 07b043, was attached but was not pressed. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition.

Manufacturer narrative:
The manufacturing plant received the device involved in the incident. However, the evaluation has not been completed. Upon completion, the evaluation results will be provided in a follow-up report.